Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent. At the time of onset of the peritonitis, the patient was hospitalized for an unrelated medical condition. It was not reported if hospitalization was prolonged due to the peritonitis. Two days after admission, the patient was discharged. Two days later, the patient was re-hospitalized for the peritonitis and for two unrelated conditions. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics (route, dose, frequency, and duration not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient was discharged from the hospital and had not yet recovered from the event. No additional information is available.